Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A patient with acute myocardial infarction (ami) complicated by cardiogenic shock was supported with an impella cp inserted via the left femoral artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage c shock. The patient was noted to have severe peripheral arterial disease/peripheral vascular disease (pad/pvd). During a left heart catheterization (lhc)/percutaneous coronary intervention (pci) procedure, the patient experienced a complication consisting of left anterior descending (lad) artery dissection resulting in cardiac arrest. Resuscitative efforts were performed by the catheterization laboratory team, and return of spontaneous circulation (rosc) was achieved. During the resuscitation, impella cp support was emergently initiated via the left femoral artery. While performing a runoff angiogram through the repositioning sheath side port, the interventional cardiologist noted minimal flow to the left lower extremity. Due to the patient's ongoing critical condition and recurrent cardiac arrest, the clinical team elected to maintain impella support despite the reduced distal perfusion. Following transfer to the cardiovascular intensive care unit, the intensivist was informed of the circulatory concerns and ordered vascular imaging for further assessment. The patient was managed with targeted temperature management (ttm), and vasopressor and inotropic support were escalated to high doses. The clinical team was aware of the potential risk for vascular complications. The patient subsequently developed limb ischemia. Additional contributing factors included severe pad/pvd, ongoing cardiogenic shock, cardiac arrest requiring resuscitation, and the need for high-dose vasopressor therapy. Thrombolytic therapy was administered in an attempt to treat the limb ischemia. The following day, the patient was found to have a bleeding liver laceration attributed to prior cardiopulmonary resuscitation (CPR). The international normalized ratio (inr) was reported to be significantly elevated at 8. Due to the bleeding complications, the critical care team elected to remove impella support. Vasopressor and inotropic therapies were continued and subsequently managed by the critical care team. Based on the available information, the reported limb ischemia occurred in the setting of severe pad/pvd, lad dissection, cardiac arrest, high-dose vasopressor therapy, and prolonged critical illness requiring emergent impella support. A bleeding liver laceration secondary to prior CPR and marked coagulopathy were subsequently identified, resulting in removal of impella support.